Event description:
(B)(4). This is actually the 4th time it has occured since essure. Severe abdominal pains. Loosing conscious blood pressure dropped drastically. Vertigo is unbearable. Testosterone dropped to 29 level. My thyroid is hypo active now severe cramps.